Event description:
This patient had a history of fibrocystic disease. She underwent a bilateral subcutaneous mastectomy in 1985 with placement of silicone breast implants. Because of multiple contractures these implants were replaced in 1988. She has had pain in both breast and in both arms and shoulders. She also has other systemic symptoms. The patient had a bilateral periprosthetic capsulectomy with remoal of the implants. Both implants were intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.